Event description:
The sureform 60 blue reload was an incidental return included with the sureform 60 stapler instrument was not firing after two fires, and the site was unable to remove the reload. No allegation was made against this product. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a sureform 60 blue reload and completed the failure analysis investigation. The sureform 60 blue reload was analyzed and found the reload was already fired. The blade was at the distal end and not exposed. Additional observations not reported by site: 1. The reload was found to have blade damage. 2. The reload was found to have lodged staples in the knife track. The staples were wrapped around the blade. 3. The reload was found to have cartridge damage. Pieces approximately 0.036" x 0.32" in size were not returned with the reload. The sureform 60 stapler instrument was analyzed and placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice in different orientation of the distal end. The instrument clamped, fired and unclamped without any issues both times. No issue installing and removing of in-house reloads to and from the instrument. A review of the logs shows no errors.